Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a driveline infection and was moved to 1a status on the heart transplant list. The patient experienced drainage, heat, and swelling of the driveline exit site and cultures were positive for pseudomonas. The patient received antibiotics and the condition improved. The patient received a heart transplant on 09jan2018. No further information was provided.

Manufacturer narrative:
The evaluation of the returned pump did not reveal any device-related issues and a specific cause for the patient's driveline infection could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 3 inches and 20 inches from the pump housing and the distal-end portion was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Driveline and pump pocket infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.